Event description:
It was reported that during set up for a procedure, the device started to run on its own. There was no patient involvement and no reports of adverse consequences. The procedure was completed successfully with another device.

Manufacturer narrative:
The device was received by the manufacturer for investigatoin. According to the quality engineer, the magnet fell out of the trigger shaft and stuck to the e-box causing it to run continuously when the battery was applied.